Manufacturer narrative:
Correction: h6 device codes (fdd/annex a): removed code a0713 to better reflect the incoming information. This code was inadvertently added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was shocked due to an episode consistent with atrial fibrillation (af) with rapid ventricular response (rvr), during which the ventricular rate accelerated and exceeded the programmed supraventricular tachycardia (svt) discrimination limits. Initial detection was withheld by svt discriminators. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.